Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a e227 scope communication error. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause for the reported event could not be identified. Based on the results of the investigation, it is likely the communication error e227 occurred due to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.